Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Uncomfortable- vagina [vulvovaginal discomfort]. Small cracks in the tampon itself [device breakage]. Applicators do not click properly as normal (so insertion does not go well. Leads to cracks in tampon. Uncomfortable) [device physical property issue]. Case narrative: consumer reported via e-mail that the applicators do not click properly and there are small cracks in the tampon. No serious injury reported.

Event description:
Uncomfortable- vagina [vulvovaginal discomfort] small cracks in the tampon itself [device breakage] applicators do not click properly as normal (so insertion does not go well. Leads to cracks in tampon....uncomfortable) [device physical property issue]. Case narrative: consumer reported via e-mail that the applicators do not click properly and there are small cracks in the tampon. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.